Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. During removal of the lead, the lld ez broke. There was no reported patient harm. No further information was provided. This adverse event is being submitted in response to the user facility report received for the lld ez breaking; potential for harm.

Manufacturer narrative:
A2-a6) patient information - not available from user facility report. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from user facility report. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. E1) initial reporter information - not available from user facility report. H3/h6) the lld ez was not returned, thus the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.